Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a representative that the customer was hospitalized due to low blood glucose levels. The customer's blood glucose level was 20 mg/dl. The customer declined to speak with the helpline. No further details were provided and nothing was replaced or returned for analysis.